Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient's scs device is not working right and making the patient feel like they are constantly being shocked. The patient was taken to the emergency room on thursday and friday. The caller confirmed that the patient uses a magnet for the device and stated that they have turned the device off with the magnet, but the device keeps going; the patient keeps feeling it. The caller stated that the patient falls a lot and is very unstable. The caller stated that the patient fell a couple of weeks ago, and patient services tried to called the event date for the patient being unsteady/ unstable, but the caller stated that the patient has been that way for a while due to dementia. The caller confirmed that the dementia and being unstable/unsteady is unrelated to the device/therapy. The caller also confirmed that they do not think the device issue started after the fall, nor do they believe the fall has anything to do with the device, which is contradicting information. The patient called and stated that they didn't receive the healthcare provider (hcp) listings. The patient was sent listings in their area. No further complications were reported.